Event description:
It was reported that the patient presented during implant procedure. During procedure, a tiny hole was noted on the left ventricular lead. The reported lead was not implanted and the procedure was completed with a different lead on (B)(6) 2023. The patient was in stable condition.